Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. The cause of the high bg was unknown. Reportedly, "customer had to take a lot of insulin and drink a lot of water" to address bg level. No additional information was provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.